Event description:
Consumer complaint of low blood glucose results. Expected fasting blood glucose test result range is 120 to 180mg/dl. Testing performed three to four times daily. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Customer is in the hospital not due to trueresult meter or blood glucose test results. Comparing blood glucose results from trueresult meter to hospital meter. Back to back blood test produced test results of 147mg/dl using hospital meter and 255 mg/dl using treuresult meter. Currently taking insulin to manage diabetes. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 05/27/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 158mg/dl, (B)(6) 2015, 08:15pm; 207mg/dl, (B)(6) 2015, 06:09pm; 272mg/dl, (B)(6) 2015, 11:12am; 225mg/dl, (B)(6) 2015, 08:44pm; 137mg/dl, (B)(6) 2015, 05:06am. Adverse event not reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).